Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering low vte levels could not be duplicated or confirmed. Ventec tested the device using the patient's settings and observed that it operated as intended and successfully provided the specified vte levels. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was delivering low vte (exhaled tidal volume). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec contacted the reporter to obtain additional patient information, however, the reporter stated they were unable to provide further details.